Event description:
I filled my first dexcom g7 prescription on (B)(6) 2025. Each one is expected to last 10 days. The first sensor was fine. The second sensor failed with 5 days left which means it only provided 50% of its expected use. The third sensor failed in the middle of the night with two- or three-days left. The replacement sensor for sensor #2 failed within the first day of application. That is a 75% failure rate. This is on top of reading being consistently 40-60 points higher or lower than actual blood glucose readings and constant signal lost errors. I am fortunate I am not using the device to administer insulin but if I were I'd likely have sustained a serious injury or medical event by now. Clearly this device is not safe for use if it cannot give accurate readings within no more than +- 25 points based on medical literature and is extremely unreliable. Dexcom only gives 4 replacements within a 12-month period which means this month alone I will have used half of my curtesy replacements in my first 30 days using this product. This performance is not comparable to other competitors on the market. From firsthand experience I have not had a single freestyle libre sensor fail in my six months using one. I know dexcom is used by many young children who are diabetic and out of concern for the general public's safety feel compelled to file this report in an effort to protect fellow americans. Patient code: 4582. Device codes: 2588; 3023; 1506; 1535; 1539. Reference reports: mw5172847, mw5172849.